Event description:
During routine testing of the device, the user reported the blood parameter monitor generated a test fail error for co2 inaccuracy readings. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.